Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead in a pacemaker dependent patient. Provocative testing was performed and noise was reproduced. The physician alleged rv lead abrasion. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and insulation abrasion were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.